Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to the customer's blood glucose. Reportedly, the pump was replaced to resolve the issue and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.